Event description:
The account alleged that the bed exit will arm but will not alarm. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.